Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter and retained test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio iq meter was reading inaccurately high compared to another device (unknown). The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue began at approximately 12.30 pm on (B)(6) 2016. The reporter claimed obtaining blood glucose readings of "187 mg/dl" with the subject meter and "130 mg/dl" on the other device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The patient manages his diabetes with insulin (humalog self adjuster; humilin n) and oral medication (metformin). At 9 am that morning the patient had taken his normal dose of medication; 1000mg metformin, humolag (unknown dose) and 45 units of humilin n. It is not known what action, if any, the patient took in regards to his usual diabetes management routine in response to the alleged inaccurate readings. Approximately 45 minutes after the meter issue began, the patient developed the symptoms of "sweat" and was "unable to talk". Between 1 and 2 o'clock on the same day, the patient visited his doctor and received treatment in the form of "pills to elevate his blood glucose". During his visit his blood glucose was measured on the doctors meter with a reading of "130 mg/dl". During troubleshooting the csr confirmed that patient was using the correct test strips and that they had been stored properly and had not expired nor exceeded their discard date. The test strip vial was intact and samples were taken from the correct sample site. The patient did not have control solution to perform quality control testing. Products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed symptoms suggestive of acute metabolic distress from hypoglycaemia,and was treated for this condition, after obtaining the alleged inaccurate results with the subject meter.